Event description:
This ra lead was explanted and replaced due to noise with inappropriate sensing and capture. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 5 cm distal to the is-1 connector pin into two segments. The analysis showed that the insulation was found abraded through between 15 cm and 14 cm proximal to the lead tip, which is assumed to be the root cause of the reported clinical observations. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.